Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. 1 photo of (5) used bd pen needles was provided. The customer reported that the pen needles didn¿t work. The photo was reviewed, however, it was difficult to determine any issues with the pen needles based on the photo alone. Since no defects were observed the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la was unable to deliver insulin/medication. The following information was provided by the initial reporter: box of 4mm ultra fine needles that I opened on 11/06 and two that I discarded, I have 5 more so far they didn't work! Lot 9261682.

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la was unable to deliver insulin/medication. The following information was provided by the initial reporter: box of 4mm ultra fine needles that I opened on (B)(6) and two that I discarded, I have 5 more so far they didn't work! Lot 9261682.

Manufacturer narrative:
The following information has been updated: e.1. Initial reporter addr 1: (B)(6). E.1. Initial reporter phone #: (B)(6).

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la was unable to deliver insulin/medication. The following information was provided by the initial reporter: box of 4mm ultra fine needles that I opened on 11/06, and two that I discarded, I have 5 more so far they didn't work! Lot#: 9261682.